Event description:
Cross action brush heads...seem to swivel...almost feels loose - oral-b [device connection issue] product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via phone stated that the oral-b cross action toothbrush heads seemed to swivel a lot on the oral-b toothbrush, type 3766, and felt loose. No injury was reported. 31-jan-2024 case update: the suspect product lot was 0324786000. No injury was reported. 23-feb-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
23-feb-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Cross action brush heads...seem to swivel...almost feels loose - oral-b device connection issue. Case narrative: female consumer via phone stated that the oral-b cross action toothbrush heads seemed to swivel a lot on the oral-b toothbrush, type 3766, and felt loose. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.